Event description:
This complaint is from a literature source. The following literature cite has been reviewed: k kumar, c kishor das. Clinical outcomes of patients undergoing minimally invasive plate osteosynthesis (mipo) for distal tibia fractures. International journal of pharmaceutical and clinical research 2024; 16(5); 2231-2234. E-issn: 0975-1556, p-issn:2820-2643. Available online on www.ijpcr.com. (Citation on pubmed: not found). Objective/methods/study data: the primary aim of this retrospective cohort study was to evaluate the clinical and radiological outcomes of patients undergoing minimally invasive plate osteosynthesis (mipo) for distal tibia fractures. Over a 12-month period, a total of 91 patients (61 males and 30 females; mean age 42 years) treated with mipo for distal tibia fractures were included. Mipo was performed using standard surgical techniques with locking compression plates. Patients were followed clinically and radiographically at regular intervals until fracture union; however, a specific mean follow-up duration was not reported. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: locking compression plates. Adverse event(s) and provided interventions possibly associated with unk - constructs: lcp (qty 27): qty 12: 12 (13.2%) cases of superficial infections. Intervention was not discussed. Qty 3: 3 (3.3%) cases of deep infections. Intervention was not discussed. Qty 10: 10 (11%) cases of plate irritation. Intervention was not discussed. Qty 2: 2 (2.2%) cases of non-union which required revision surgery.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.